Manufacturer narrative:
The 1104-backup alarm failure was confirmed to have occurred during power on self-test (post). Based on this information, this is not a reportable event.

Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm had occurred for setup when the customer turned it on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an alarm for setup had occurred when the customer turned it on. Device evaluation and repair are pending.

Manufacturer narrative:
E1: (B)(4).